Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which observed that the interlink injection site was not properly tightened into the female luer lock adaptor. Pressure testing was performed which revealed a leak at the interlink injection site connection with the female luer lock adaptor junction. Further analysis confirmed that the interlink injection site subassembly was broken from the female luer lock adaptor. The broken part remained in the female luer lock adaptor. The reported condition was verified. The cause of the condition was determined to be user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an interlink system non-dehp y-type cath ext set leaked from the tube during priming. There was no patient involvement. No additional information is available.